Event description:
Customer reports one incident of a blood leak on use #6 at the onset of patient treatment. Noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 150 cc's. Treatment continued with a new dialyzer and new bloodliness without incident. No patient injury or medical intervention reported.